Event description:
It was reported that during a da vinci-assisted right ovarian cystectomy surgical procedure, the fenestrated bipolar forceps (fbf) instrument slightly stabbed the bladder. At the beginning of the procedure, the fbf instrument was installed and recognized on the system with no issues. Prior to the surgeon manipulating the fbf instrument, the instrument allegedly moved on its own and slightly stabbed the bladder. However, the nurse stated there were no punctures or holes that occurred as a result of the movement. The nurse stated there was actually no injury to the patient. No interventions were taken or needed and there was no bleeding. To avoid any harm to the patient, the instrument release key (irk) was utilized. The port size was not increased as result of removing the instrument with the cannula. The procedure was completed robotically and there was no injury to the patient and no post operative complications.

Manufacturer narrative:
Based on the information provided, the cause of the reported failure mode cannot be determined. Intuitive surgical, inc (isi) has received the fenestrated bipolar forceps (fbf) instrument involved with the reported event. However, as of the date of this report, failure analysis investigations has not been completed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument and performed failure analysis (fa) evaluation. The instrument was found to have a loose screw on the rocker, at the proximal end in the housing. The loose screw likely caused the push-pull-rob mechanism to fail, hence the instrument moving around without being fixed.